Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had high impedances on their lead, surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.